Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6) . Consumer states that one u by kotex sleek super absorbency tampon fell apart and left a piece inside after removal. She removed the piece on her own.